Event description:
It was reported that the atrial lead dislodged. The lead was electrically abandoned and the patient was programmed from a dddr to a vvi pacing mode. No patient complications have been reported as a result of this event. The patient is part of the postmarket (B)(4) study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.